Manufacturer narrative:
Product analysis result: visual microscopic approximately 11mm of the cutters tip has broken off and was not returned for evaluation. The slight angle of the break gives indi cation that there as a bending moment during the fracture. If the cutter had dulled over time this could have required more pressure to have been needed to be placed on the tip when in use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified spinal surgery at c5/6 due to degenerative disc. Intra-op, while drilling pilot holes with the rail guide the drill bit tip snapped off upon removal of the instrument. An x-ray was taken, which determined the missing tip was not in the patient. The broken tip was not found. No patient complications were reported as a result of this event.